Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient had been travelling and lost his implantable neurostimulator recharger (insr). As a result, the stimulation therapy stopped on the night of (B)(6) 2014 and the morning of (B)(6) 2014. There was a loss of therapeutic effect. Additional information received reported that the patient was at his healthcare provider (hcp) office on (B)(6) 2014 and he was unable to charge with their back-up charger. Possible incompatibility issues were reviewed and the patient reported seeing an ¿x¿ on the insr screen. He was trying to charge since his ins was getting low. Follow-up was performed to determine if the patient had required any further assistance and if he had any further concerns. This event will be updated if additional information is received.